Manufacturer narrative:
A review of the manufacturer records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available, a supplemental report will be submitted. Stent was implanted (B)(6) 2013.

Event description:
The procedure was treatment of the left external iliac. An apparent dissection of the external iliac was found post procedurally. The patient crashed and a covered stent was deployed to cover the dissection.